Event description:
Customer reported programmed a secondary infusion. Vancomycin secondary infusion and normal saline primary infusion were both running at the same time. Vancomycin took over 2 hours to complete the bag. Although requested, no additional information was available.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer. The product was received. Investigation is not complete. A follow up report will be submitted with any relevant information.